Event description:
Pt reported symptoms of headaches, respiratory congestion and bronchitis in the area where the cidex opa was used. Medical attention was sought and a chest xray was done. It was found that the ventilation system had malfunctioned, it was fixed by maintenance and the situation improved.